Event description:
On (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were getting a settings not available message and that they need a manufacturer representative (rep)  to meet them at their healthcare provider appointment on thursday. Patient stated that the system is not working and needs to be reprogrammed. Agent asked the patient if they notified their managing healthcare provider of the issue and patient stated that they did, but the girl left for the day and the other girl was on the phone. Agent sent an email to the field on patient's behalf. The issue was not resolved through troubleshooting. Rep e-mailed back they would meet with the patient on thursday at the patient's managing doctor's office. On 2025-jul-01: additional information was received from a manufacturer representative (rep). The rep reported that there were high impedances that were effecting the therapy. Rep met the patient in the doctors office and reprogrammed around the high impedances. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.